Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose readings in the 500 mg/dl range. Some of the symptoms were vomiting, chest pain, ketones and trouble breathing. It was stated that the customer got multiple no delivery alarms also. The mother was unable to troubleshoot further at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.